Event description:
During a laparoscopic nissen fundoplication the surgeon used the device. The case was converted to open. The pt was heavy and the case was difficult. The surgeon stated to the rep. There was a burn on the bowel that must of come from the device and the bowel had to be oversewn. The instrument used was the lcs15. 2/19/97 rep reported the case was converted to open because of the size of the liver.